Event description:
It was reported that this right atrial (ra) lead exhibited intermittent pacing impedances however, the measurements were still within range. Boston scientific technical services discussed possible causes and recommended to continue to monitor. The patient is in chronic a fib so the ra lead does not pace. At this time, the ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).